Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and the act and arrow buttons had to be pressed harder to work. Customer reported that insulin pump received no delivery alarm and insulin pump squirt insulin when priming and insulin pump was noisier when rewinding. It was also stated that insulin pump battery life was down to 3 weeks and sometimes display screen appeared to be warped. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.